Event description:
It was reported while using (bd posiflush¿ normal saline syringe the label information is incorrect. There was no report of patient impact. The following information was provided by the initial reporter: posiflush sp 0.0% nacl prefilled syringe. This prefilled has red writing. All nacl vials for injection are in green and potassium is always in red writing. This is a potential for error. Already in ICU there has been a near miss with the red potassium vial as the writing is very small and the vial is clear as proposed to the usual red colour.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: it was reported the prefilled syringe has red writing which causes confusion and the potential for error. A sample was not returned; therefore, a complete sample evaluation was not completed. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.